Event description:
The MFR received notification that a pt death occurred while the MFR's device was in use. No product is available, the user facility did not record the pump serial number at the time of the event and they claim to have lost track of the device. According to coroner report, death was of natural causes and the incident was not due to a problem with the product.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.